Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure; the date of the procedure is unknown. According to the complainant, during the procedure, the physician was trying to clip a bleeder in the cardia with the scope in retroflex position. The clip would not come out of the plastic sheath. The physician completed the procedure with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).